Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The xxl¿ esophageal dfu states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.¿; however the device was used in a venous stent venogram procedure. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common iliac vein. A 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilatation. The balloon was inflated twice at 5 atmospheres for 30 seconds at each inflation; however, during the third inflation at 5 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.